Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, as flush was performed, air was introduced from the hemostatic valve of the sheath. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 20 applications were performed with balloon catheter 2af284 with lot number 47420 without any issue on the date of the event. The reported sheath was not returned for investigation. The air ingress issue could not be assessed. If information is provided in the future, a supplemental report will be issued.